Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app not opening occured. Data was evaluated and the allegation was confirmed as unexpected cgm app shut-off. The probable cause could not be determined. No injury or medical intervention was reported.